Event description:
After servicing by the MFR, the device failed out of the box. Upon receipt, the unit was not giving audible alarm. No pt injury or adverse event was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.